Event description:
The FDA was notifying hospitals that some shielding products used for radiation protection contain lead contaminated with small amounts of naturally occurring radionuclide. Hospital received 30 pieces of contaminated lead radiation protective devices. Hospital radiation safety officer tested the lead with a geiger counter reading 500 counts per minute. Hospital will return the contaminated lead to MFR.